Event description:
Two draager ventilators failed neoflow calibration during a peds code in the ed. The first would not calibrate at all. The second, passed calibration but showed erroneous or no results on the ventilator. This is secondhand reported.